Manufacturer narrative:
Date of event: estimated based on the information received. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Through social media monitoring, a trabecular micro bypass stent system patient reported the following. The patient reported ¿problems¿ following the procedure and sought a second opinion. Following examination, the patient was informed that the stent was placed ¿incorrectly." Per report, the patient remains on glaucoma drops and the stent remains implanted with no plan to explant the stent. Any committed information was not available at the time of this report.